Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation at the mid left anterior descending artery that is heavily calcified and mild tortuous. Three graftmasters (2.8x19mm, 2.8x16mm and 3.5x19mm) were attempted to be advanced; however, all met resistance with the 6fr guiding catheter. The perforation was sealed via balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position. There is no indication of a product quality issue with respect to manufacture, design, or labeling.